Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 155mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.